Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The device was returned at elective replacement indicator (eri) without identified device or use problem. A malfunction based on analysis was found. As received, the device battery longevity calculation was normal. The hybrid circuitry was tested, and the results indicated high current drain and premature battery depletion. No other anomalies were found.